Event description:
It was reported that during a lap colon procedure there was an issue with clip formation. There was no pt consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time